Event description:
It was reported that before opening the package, the customer noticed no breathing bag was enclosed in the package. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problems or issues were identified during this device history review. A sample was received for evaluation. The sample was returned inside of a plastic bag. The missing breathing bag was confirmed. A non-conformance report was opened for this issue. Root cause for was found to be human factors. The procedure was not followed correctly in the assembly and packaging flow.